Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Electrical, and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Electrical, and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction on h10 - DHR review included.